Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Additional information: it was reported no resistance was experienced at any time during the case. It was observed during the visual inspection at decontamination the sensor was intact and the solder dome was missing. Further investigation of the device confirmed the dome was not present. The conductive band and hypotube were kinked at about 5cm and 113 cm from proximal end and the distal coil was stretched. No mention was provided in the complaint of a piece of the wire being broken or missing. We are unable to determine when or how the separation occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported during insertion and after normalization the pd pulse pressure was larger than pa (the systolic bp of pd was higher and the diastolic bp of pd was lower than pa). The pd value was 400 and didn't change. The connector cable/pimmette were reconnected but the problem was not solved. No injury to patient occurred. Attempts to gain patient information were unsuccessful. All reasonably known patient information is included in this report.